Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the plate in question was found to be broken after an operation for a distal fracture of the tibia. The doctor thought the plate was damaged at the time of rehabilitation (post-surgery), and took a wait-and-see approach. However, bone-forming was not seen, so the surgeon decided to perform a re-operation. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: failure of implant and subsequent revision surgery. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient identifying information available to report. A revision procedure took place on (B)(6) 2014, but it is unknown if the complainant part was fully explanted during that procedure. Per the facility, the complainant part is not available for return. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: no anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product not returned to manufacturer.